Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse that on (B)(6) 2024 the patient was admitted into the hospital for symptoms of abdominal pain. It was reported that the patient had a pd culture obtained in the hospital which grew the bacteria streptococcus (species unknown). The patient was initiated on intra-peritoneal (ip) antibiotics with tazicef (2 grams) and vancomycin (1750mg). Subsequently, on (B)(6) 2024 the patient was discharged from the hospital continuing pd with the same cycler without any reported issues. However, the nurse stated that the patient never fully recovered from the peritonitis event. On (B)(6) 2024, the patient was seen in the outpatient pd clinic for reoccurring symptom of abdominal pain. The nurse stated that the patient had another pd culture obtained which was positive for streptococcus mitis and streptococcus oralis. The patient restarted intra-peritoneal (ip) antibiotic therapy with tazicef and vancomycin (dosing not provided) for relapsing peritonitis (same peritonitis infection). The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse indicated that the peritonitis is suspected to be caused by the patient not wearing a mask during pd treatment (breach in aseptic technique). The patient is reportedly recovering from the peritonitis event and continues pd therapy with the same cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse that on (B)(6) 2024 the patient was admitted into the hospital for symptoms of abdominal pain. It was reported that the patient had a pd culture obtained in the hospital which grew the bacteria streptococcus (species unknown). The patient was initiated on intra-peritoneal (ip) antibiotics with tazicef (2 grams) and vancomycin (1750mg). Subsequently, on (B)(6) 2024 the patient was discharged from the hospital continuing pd with the same cycler without any reported issues. However, the nurse stated that the patient never fully recovered from the peritonitis event. On (B)(6) 2024, the patient was seen in the outpatient pd clinic for reoccurring symptom of abdominal pain. The nurse stated that the patient had another pd culture obtained which was positive for streptococcus mitis and streptococcus oralis. The patient restarted intra-peritoneal (ip) antibiotic therapy with tazicef and vancomycin (dosing not provided) for relapsing peritonitis (same peritonitis infection). The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse indicated that the peritonitis is suspected to be caused by the patient not wearing a mask during pd treatment (breach in aseptic technique). The patient is reportedly recovering from the peritonitis event and continues pd therapy with the same cycler.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis is most likely associated with a breach in aseptic technique (not wearing a mask) during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.